Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's shower bag was leaking. A new bag was issued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the gogear shower bag allowing fluid ingress inside was confirmed and reproduced. The shower bag, lot 8870181, was returned for analysis, mounted in a sink, and water was poured onto the bag for over 15 minutes to induce a fluid ingress issue. After 15 minutes, the bag was visually inspected. The release mechanism for the top lid was unremarkable. Inspection of the inside of the top lid did not reveal any fluid. The zipper functioned as intended and was visually unremarkable. Inspection of the controller pocket did not reveal any fluid. Inspection of the battery/battery clip enclosure reveal some fluid on the middle of the base. Inspection of the bag revealed a few loose seams on the bottom of the bag that allowed fluid to slowly ingress in the bag. A root for the reported fluid ingress was determined to be damaged seams on the bottom of the bag; however, a root cause for this damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 1, ¿introduction¿, warns users ¿do not take showers unless approved by a doctor for showering. If approved for showering, the shower bag must be used for every shower. The shower bag protects outside parts of the system from water or moisture. If outside parts of the system get wet, the pump may stop.¿ under section 4, ¿living with the heartmate 3¿, details descriptions how to properly use the shower bag are outlined. Also caution user that ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop.¿ no further information was provided. The manufacturer is closing the file on this event.